Event description:
The customer reported that the system would not display interpretable images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep sent our images to be checked for proper specifications. No other service info provided.